Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/14/2017 with the following findings: during investigation, the data from the date of the complaint has been overwritten. The current black box showed multiple loss of prime warnings observed with low non zero force. The pump was exercised for 24 hours with no loss of prime duplicated. The force calibration passed within specification. Unrelated to the original complaint, the battery compartment was observed to be cracked.